Event description:
Patient presented with a high impedance reading (over 20,000); surgery is on 10/28 at uf shands gainsville.

Manufacturer narrative:
Explanted devices received on 10-nov-2025 - to be contaminated and analyzed for failure mode.

Manufacturer narrative:
Patient presented with high impedance; replaced entire system. Analysis of explanted devices found no anomalies in ipg, leads were over 16 years old and one had corroded; not unexpected based on their age. No failure of devices rather expected normal wear.